Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (esure removal). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, pregnancy with contraceptive device, device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (esure removal). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.